Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high thresholds in multiple positions, as well as a loss of pacing at maximum outputs. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.